Manufacturer narrative:
.

Event description:
It was reported that noise had been observed on the right ventricular channel of the pulse generator across multiple leads. The device was explanted and replaced on (B)(6) 2014. The patient was noted to be doing well following the procedure and would continue to be monitored.